Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user indicated that the date and time on the or1 anesthesia machine was incorrect by 2 days, 8 hours, and 48 minutes. As a result of the time discrepancy, the device was not connected to the network and patient data was not being updated on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.